Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was placed one day prior. According to the complainant, after the device was placed, "the stomach content backflowed..." It was further reported that the physician was unable to close the cap of the device. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.